Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® serum blood collection tubes, once opened, the tubes cannot be closed again. This has occurred in an unspecified number of tubes. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® serum blood collection tubes, once opened, the tubes cannot be closed again. This has occurred in an unspecified number of tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 23-jun-2025. Investigation summary . Bd received eight samples for investigation. These samples underwent functional tests, and none showed defects related to stopper creepout or pop off. Additionally, 29 retained samples were tested, and two of these samples exhibited defects related to stopper creepout or pop off. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: stopper creepout based on retained sample analysis. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.